Event description:
An issue was reported where a pump alarm, specifically alarm 20, occurred while pumping. There was no reported adverse impact to customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, but the cartridge alarm persisted. As a resolution, the customer's pump was replaced, and a box of cartridges was sent. The customer will use multiple daily injections as a backup therapy until the new pump arrives. Additionally, the customer received instructions on returning the problematic pump using a pre-paid label and understood how to store it properly before returning it.